Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation of left breast prosthesis; generalized illness. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with mentor smooth round moderate profile 425cc saline breast prostheses when the left breast prosthesis deflated after implantation. The patient stated that she noticed the left breast prosthesis was deflating quickly. In addition, the patient presented with diarrhea and stomach pain. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 500cc saline breast prostheses on (B)(6) 2019. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 06/21/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The implantation date was incorrectly reported as 05/09/2019 in the initial report submitted. The correct implantation date is 01/01/2006. Manufacturer¿s reference number: (B)(4).